Event description:
It was reported, that a spectrum iq pump alarmed upstream occlusion, during therapy in the medical intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned. And the serial number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.